Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to determine the cause of the leak from the advia 120 hematology system with autosampler. Siemens customer service engineer (cse) replaced the connector to the sheath filter and replaced locking washer. The system was fully functional upon the cse departure. Siemens determined that the operator's finger was exposed to the advia 120/2120/2120i diff timepac (diff timepac) reagents because she was not wearing personal protective equipment (ppe). The advia diff timepac safety data sheet (sds) states to "wear protective gloves/protective clothing/eye protection/face protection" prior to handling diff timepac reagents. The instrument and the reagents are performing according to specifications. No further evaluation of this device is required.

Event description:
An operator noticed that the advia 120/2120/2120i diff timepac (diff timepac) reagent leaked from the advia 120 hematology system with autosampler prior to performing the baso chamber backflush procedure on the instrument. The operator's finger accidentally came in contact with the diff timepac reagent. The operator was not wearing personal protective equipment (ppe) when she was exposed to the leaking diff timepac reagent. The operator did not seek medical intervention. There are no known reports of adverse health consequences due to the operator's exposure to the diff timepac reagent on the advia 120 hematology system with autosampler.